Event description:
The customer reported unexpected positive reactions of patient samples with cell #2 of biotestcell 3. The incident occured on (B)(6) 2012, but has been reoccuring sporadically. The customer was not able to provide the exact dates of these re-occurances. Six patient samples that had caused false positive test results were sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory tested the supposedly defective product with the patient samples on tango optimo. We can confirm positive reactions with cell #2 of biotestcell 3. The customer informed us that all six patient samples were from pregnant women. The patient samples were sent to an external laboratory to find the cause for the positive reactions with cell #2. The external laboratory informed us about their test results: the affected screening cell #2 was found to be bg positive. The reactions observed by the customer were for this reason most likely caused by the patients`hla antibodies related to the women's pregnancy. The donor of the screening cell #2 will not longer be used for the screening cell production. Nontheless, the product functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported unexpected positive reactions of patient samples with cell #2 of biotestcell 3. The incident occurred on (B)(6) 2012 but has been reoccuring sporadically. The customer was not able to provide the exact dates of re-occurrance. Six patient samples that had caused false positive test results were sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory tested the supposedly defective product with the patient samples on tango optimo. We can confirm positive reactions with cell #2 of biotestcell 3. The patient samples were sent to an external laboratory to find the cause for the positive reactions with cell #2. We are still waiting for the results.